Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that blood flow was lost. The lesion being treated was a diagonal artery. A 3.5x38mm promus premier stent was advanced to the target lesion when the physician noted loss of blood flow. Blood flow was regained and the stent was implanted along with additional stents using the culotte technique. No patient complications were reported and the patient status is fine.